Event description:
Event description guidant received information that the patient with this pacemaker presented with a hip fracture. This device was implanted with a single-pass lead and was programmed to vdd mode. There is evidence of atrial undersensing, which resulted in the the device pacing at the lower rate limit (lrl) of 40. The physician believes that this issue resulted in the patient falling and fracturing her hip.